Event description:
Doctor implanted a distractor in a male patient. Two weeks later, the patient was brought back to the hospital, and it was found that one of the plates had separated at the weld. Doctor explanted distractor and screws and replaced with same style and size distractor as well as new screws.

Manufacturer narrative:
Device has been forwarded to the manufacturer for evaluation. Due to a processing error, this submission is in excess of the 30 day mandated reporting time frame. The process is under internal review to determine cause of reporting delay.